Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor. It was reported that they had their device replaced two years ago and they had an MRI in march and the device would not turn back on; they were told it was out of position. Patient wondered if manufacturer received the device to figure out what the problem was and if they could be transferred to someone who could give them an update on the device malfunction investigation for insurance purposes. Agent documented reported event. Emailed manufacturing representative (rep) to notify them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient and wife notified them after the procedure that the device was replaced due to a device malfunction. The rep do not know who determined the patient device to be malfunctioning, nor is there any documentation on the reps end that it was malfunctioning. The patient does have a lead fragment remaining from a previous device that was explanted in 2022. Rep was not sure if this was the problem they were referring to. The cause of the device not working was not determined.